Manufacturer narrative:
Follow-up # 1 ¿ (07/06/2015).the patient¿s meter has been returned on 6/16/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd was found to have a cloudy lense. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter had a cloudy display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on an unknown date and time prior to contacting lfs. The patient manages her diabetes with medications including glucose tablets. It is unclear if the patient made any changes to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on an unspecified time after the alleged issue began, she developed the symptom of ¿sweating, nervous, faint and weakness¿. No medical intervention was received. At the time of trouble shooting, the cca confirmed that it was not the first time the subject meter was being used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.